Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007385, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007385 was manufactured according to the wi version 17 and manufactured in the line multivac 14 on 06/jun/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4e04353 was manufactured according to the wi version 64 manufactured in the machine sc05 & sc06, on 29/may/2024, with a total of (B)(4) units. The lot 4c05737 was manufactured according to the wi version 61.2 manufactured in the machine sc08, on 06/apr/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) . Device 1 of 2.

Event description:
Reference number (B)(4) . Event occurred in the united states. It was reported that the patient annot remove the introducer needle on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.